Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported there may have been electromagnetic interference. The device remains in use and no patient complications have been reported as a result of this event.